Event description:
Patient reported that their one touch ii meter was not powering on. The battery symbol had come on and the customer changed the batteries, but the battery symbol still appeared on the display. The issue was not resolved with troubleshooting. Patient was walked through checking for corrosion and condition of the battery contacts, but everything seemed okay. Medical affairs specialist called and left a message for the patient in 5/04 to obtain further information regarding the treatment patient received by a medical professional. Patient did not respond back to that call. Based on the initial information provided by the patient, patient was experiencing frequent urination and had dry mouth. Unknown if they visited their doctor or went to the emergency room. Unknown if their blood glucose level was tested by the medical professional, and what treatment they received. Due to insufficient information, it cannot be concluded that the meter malfunction contributed to any event. This case is reported as a meter malfunction since the power issue was not resolved.